Manufacturer narrative:
E. Initial reporter event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) unit experienced autofill failure alarm and unexpected shutdown. No harm was reported.